Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a liver transplant surgery on (B)(6) 2019 and suture was used. During use, the needle separated from the suture after the third or fourth bite. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.